Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that noise was noted on the rv lead and diagnosed as vf. The patient did not receive any hv therapy. The lead was capped and replaced.